Event description:
Reporter alleged a result of 124 mg/dl was obtained on the aviva system while the customer was passed out. Reporter stated that the emts obtained the result on her device after they were called because of her hypoglycemic symptoms. Reporter stated they treated her with a glucose IV, took her to the ER, and she was put on another glucose IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.